Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a routine device change out procedure. Upon interrogation prior to the procedure, the pulse generator exhibited loss of output. The patient was syncopal and cardiopulmonary resuscitation was performed. An external pacing system was used during the procedure and the device was explanted and replaced. The patient was stable following the procedure.